Event description:
The patient contacted lifescan alleging that one touch ultra meter was prompting error 1,2,3,4,5, and set to the incorrect unit of measurement. The medical affairs specialist spoke with the patient in august 2005 to obtain/verify information. In 2005 the patient reported obtaining different error prompts intermittently between results on the reported meter. Patient reported taking their set 24 units of insulin and 1 glyburide tablet at 5 am. Patient obtained a 6.5 mmol/l and ate breakfast. Patient always takes insulin prior to testing and does not base insulin units on the meter results. Patient was unaware of the change in the unit of measurement. Patient tested again throughout the morning and obtained a 7.2 mmol/l and 3.8 mmol/l; however, no actions were taken that would affect their blood glucose levels. Patient skipped lunch on that day for no apparent reason. Sometime in the afternoon patient began feeling dizzy and eventually passed out. No attempt was made to test prior to losing consciousness. Their family member contacted the paramedics and within a few minutes they arrived. The patient reported results of 11 mg/dl and 22 mg/dl were obtained on the reported meter; however, due to the change in the unit of measurement, the results may have been 1.1 mmol/l and 2.2 mmol/l. The ems did not test on their device. The patient was administered glucose intravenously and transported to the hospital. Patient was admitted for 1 week for hypoglycemia prior to being released with a blood glucose level in the 90 mg/dl. Patient was unable to provide information regarding patient diagnosis. The patient took patient set amount of insulin, without considering the meter results, and did not attempt to test while experiencing symptoms. The patient had symtoms of hypoglycemia which matched their meter results and patient was treated for hypoglycemia in the hospital. Therefore there is no information to suggest to the product(s) caused or contributed to the injury and medical intervention. The patient obtained the meter from their physician and went through the meter settings at the time. Patient confirmed that patient never entered the meter settings following the initial set up. Patient noticed the decimal point in the results one week prior to going to the hospital; however, no actions were taken. This case is being reported as a malfunction due to the fact that meter is in the wrong unit of measurement while the patient does not recall going into the meter settings.